Manufacturer narrative:
The device evaluation is expected but was not performed yet at the time of this submission. Review of the device history record, date of manufacture of the device, evaluation results, investigation, and a conclusion will be communicated in a follow-up submission.

Event description:
It was reported that the vigileo monitor displayed output values that were ¿not correct.¿ the specific details regarding the values were unable to be obtained. The electromedicine department located in the hospital contacted edwards after receiving the monitor with a note which stated that the output shown was not correct. It is unknown what the significance of the term ¿not correct¿ inferred. There was no report of patient involvement or inappropriate treatment resulting from the event and this report is being communicated as a result of the inability to confirm or negate the presence of inaccurate values. No additional system-related devices were identified as suspect.

Manufacturer narrative:
The monitor was manufactured 11-jul-2005 and review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ standard operating procedure, the useful life of the monitor has been established to be 5 years. The referenced monitor has exceeded the useful life established for this device. Examination of the returned device was unable to detect any failure of the monitor to perform as expected. Over 36 hours of testing; burn-in, fatu and safety, resulted in expected results with no failures or issues. No physical damage was observed during the physical inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and there was no evidence of any other failure. The monitor will be returned to the customer and no further actions will be pursued at this time.